Event description:
Patient with history of coronary artery disease, post coronary artery bypass graft x 4 with recent chest pain and unstable angina was admitted for a heart catheterization and percutaneous intervention on thrombus in the mid right coronary. Guidezilla¿ ii guide extension catheter was used; stent inserted and became damaged upon insertion. The stent removed and another stent inserted which also became damaged. Both guidezilla¿ ii stents were removed without known harm to patient. Another stent was used without complications. Both stents used and damaged had the same lot number.